Manufacturer narrative:
(B)(4). It was reported the patient was hospitalized for the peritonitis event three days after onset. On an unreported date, the pd catheter was removed and pd therapy was discontinued. The patient was temporarily placed on hemodialysis with the plan to reinsert the catheter. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. Extraneal, physioneal, and nutrineal therapies remained ongoing. At the time of this report, the patient had not recovered. Additional information was requested, but is not available at this time.